Event description:
It was reported to boston scientific corporation that a cre dilatation balloon was used during a dilation procedure in the esophagus performed a couple weeks prior to (B)(6) 2013. According to the complainant, the procedure was completed with this device, however, the balloon would not deflate enough to pull back through the endoscope. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The patient was reported to be over 18 years old. The exact event date is unknown, however, it was reported to be a couple weeks prior to (B)(6) 2013. (B)(4). The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.